Manufacturer narrative:
(B)(4). Date sent: 6/18/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the packaging had ¿puncture holes¿ in it. Noticed when opening the device. Deemed not sterile, so did not use. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that only the 5bb device was received with no damage to the external components. In addition, no packaging was returned. As the packaging was not returned for evaluation we are unable to investigate further the issue of ¿packaging integrity". A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.